Event description:
The caller reported that pump experienced a malfunction, with the screen going dark and failing to turn on, accompanied by a red blinking led and vibrations. There was no adverse impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.